Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4)-incomplete. Investigation summary: the device is not being returned. The device is not available for physical evaluation and hence this complaint cannot be confirmed. There were no manufacturing issues identified related to this lot. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
This is report 2 of 2 for the same event. It was reported by the sales rep via phone that during a meniscal repair procedure, it was observed that the two of the customer's truespan meniscal repair peek 12 degree implants pulled out after being released. The sales rep did not know if this happened on the first or second implant for either device. The case was completed with another like-device with no patient harm or delay. The sales rep was not present for the case and could not provide any additional information. The devices were discarded by the customer. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.